Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had their device permanently installed in (B)(6) 2023 and it had not worked for them. They said it was a combination of a bad doctor and wrong placement mostly the implant was on the right side but the machine information said it was on their left side. Site pain still existed and changing the program numbers didn't help as they had tried many different program numbers without success.